Event description:
It was reported that the asymptomatic patient presented to the emergency room upon receiving vibratory alert, whereby remote interrogation revealed secure sense inhibited therapy due to lead noise on the right ventricular lead. It was also noted that therapy was inhibited though it was in ventricular fibrillation zone. Fluoroscopic imaging revealed no issue. Lead diagnostics revealed impedance anomaly. On (B)(6) 2017 the lead was capped and replaced successfully. The patient¿s condition post procedure was stable.